Event description:
The plaintiff alleges that plaintiff was treated for an anaphylaxis shock by latex exposure. Plaintiff further alleges having been treated for scaly rash on fingers and hands, as well as for symptoms of coughing, chest tightness, wheezing and sinus congestion, became swollen and developed hives all over plaintiff's body and sores on hands. Finally, plaintiff alleges being treated for life threatening respiratory distress.